Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient underwent an explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.